Event description:
Human hair was found inside the packaged device when preparing the pt for surgery. As a result, there was a delay of approximately 45 minutes while the customer obtained a replacement valve for implantation.